Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they met with a manufacturing representative, who helped them resolve the issue. They noted that the issue of the device not charging was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). It was reported the patient stated she cannot get connected to charge the implantable neurostimulator (ins) since (B)(6) 2020. The patient has been working with this for 30 min today and she has the recharger paddle right over the top of the ins. The patient stated she reported the issue to rep yesterday (B)(6) 2020. The patient was instructed to position the rtm antenna paddle 1 inch below the incision line where the ins is placed. It was reported she is connected with excellent charge quality issue resolved on the call. Additional information was received. It was reported the patient had trouble recharging their device and on (B)(6) 2020 they needed to charge and worked 1 hour and gave up. They got up at 5am all over back with the recharger and could not get it to charge. The patient's ins was now sore from trying to charge. All the patient saw was position recharger over implanted device. The patient stated they were extremely thin and should not be having this problem.